Event description:
Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device but related to a competitor device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device but related to a competitor device. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient had an initial hip replacement on unknown date in 2006. Subsequently, approximately 19 years later, underwent a revision surgery due to massive taper corrosion with systemic and local metallosis; during removal, massive abrasion at the stem taper was found, as is known to occur with (redacted) implants. Complete and complex explanation of stem and socket, and reconstruction of the joint, was performed. The (redacted) implants were also explanted. The head shows moderate signs of wear. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between (B)(6), 2006 and (B)(6), 2006. D10. Cls stem 135deg 11.25 12/14 item# 290039112 lot# 2310981. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.